Event description:
It was reported that after a supply change, the ilet user¿s blood glucose read high, which was attributed to the infusion set connector not being locked to the cartridge and the cartridge not being properly secured. Customer care assisted via video to replace the infusion site and resume insulin delivery. The user was later educated on fully locking the connector by turning it and to avoid reinserting a dislodged cartridge without rewinding. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device malfunction and a user error consistent with not attached the infusion set connector properly. It was concluded, based on previously established findings for similar reports, that the cause was use error